Manufacturer narrative:
Date of event is estimated. During a surgical intervention for lead replacement, the leads were broken in the attempt to explant. As a result, the leads were left in the epidural space inactive and two new leads were implanted to resolve the issue. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2021-17686. During a surgical intervention for lead replacement, the leads were difficult to remove from the patient. The leads broken in the attempt to explant and could not be removed. As a result, the leads were left in the epidural space inactive and two new leads were implanted to resolve the issue. Therapy was restored post op.